Manufacturer narrative:
Catalog number: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown catalog and lot combination. UDI: unknown due to unknown catalog and lot combination. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): unknown. Device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. The exact root cause could not be determined. Historically, guidewire separations are caused by relative backwards motion of the guidewire against the needle. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Event description:
The user facility reported that a glidesheath slender was used for radial access. The nitinol wire was sheared during insertion and the tip left inside the patient. Surgical intervention was performed and decided to leave the tip of the wire in the subq tissue. The patient was in good condition. Additional information was received on 13 dec 2022: per the account they have pulled and reviewed all cases reported. The terumo groin sheath appears to be used in conjunction with a micro introducer kit. The incident reported was from april and the wire not available for inspection. Case was on (B)(6) 2022. Upon getting access into right radial artery for diagnostic angiogram, the wire sheared off after attempting to pull the wire out of the body through the 2.5cm access needle. An attempt was made to snare wire fragment however was unsuccessful after second successful attempt and completion of diagnostic angiogram. Currently the fragment is staying in the body with follow up ultrasound (us) to confirm location. The patient was notified of the complication by physician. Radial angiogram showed good distal flow in both radial and ulnar artery with retrograde flow.